Event description:
It was initially reported through pt clinic notes that the pt was having some increase in seizures and the physician felt that these were signs of clinical symptoms of approaching vns end of service battery. Patient's diagnostics results showed everything working within normal limits with generator not at end of service; however, the physician felt that the battery was approaching end of service and needs replacement. Pt was referred to the surgeon for a battery replacement surgery. Good faith attempts to obtain additional info has been unsuccessful till date.